Event description:
The user experienced creatinine imprecision on the p module analyzer and provided a discrepant result for one patient sample. The initial result was 0.49 mg/dl and was reported. The doctor caught the discrepancy and asked that the sample be rerun. The patient was not treated based on the original result. The repeat result on the same analyzer was 1.56 mg/dl and on another p module was 1.53 mg/dl. The creatinine r1 reagent lot number was 61884401 and the creatinine r2 reagent lot number was 61801801. The field service representative determined the gear pump unit was leaking and replaced it. To verify the analyzer operation, he ran precision testing with results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.